Event description:
Customer alleged blood glucose results of 441 mg/dl, 235 mg/dl, 160 mg/dl, 143 mg/dl, and 186 mg/dl when testing was performed within 10 minutes on the compact plus system. Customer reported having no symptoms and did not treat/act on results. No adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.